Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported that the noise was initially observed during an office visit. The patient was not symptomatic to the noise. The patient was in good condition post surgery.